Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the reservoir migrated and the patient was able to feel it. The reservoir was replaced. There was no device malfunction. The patient had a good outcome following the surgery.